Event description:
It is reported that after failing to successfully insert the liner into the shell, the surgeon removed the liner into the shell, the surgeon removed the liner to inspect the locking ring. It was then noticed that the locking ring was not functioning correctly. The surgeon then decided to use a larger shell which required additional reaming.

Manufacturer narrative:
This report will be amended when our investigation is complete.